Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that outside-in abrasion of the right ventricular lead suspected to have caused high amplitude noise signals resulting inappropriate tachycardia therapy and subsequent depletion of the device. It was noted that during a valve repair procedure in 2016, the physician created an atypical location of the lead, burying the lead behind the tricuspid annulus. The patient was in sinus bradycardia and complained of tiredness after the episode. The lead was capped and replaced on (B)(6) 2017. The patient was stable.